Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, gaia 1st, gaia 2nd. Guide cath: heartrail 7f jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5x12mm xience alpine stent delivery system (sds) was advanced though a previously implanted stent strut in the left anterior descending (lad) coronary artery, through the heavily tortuous vessel to the heavily calcified diagonal coronary artery lesion. It is unknown if resistance was met during device advancement. Balloon inflation was attempted, including changing the inflation device. The balloon did not inflate at all and was ruptured. The sds was removed from the anatomy. Once outside the anatomy, a proximal edge stent strut was noted to be flared. Additionally, blood was in the balloon. The procedure was completed with implantation of a non-abbott stent. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue, material rupture and material deformation were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.